Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The stated the cgm reading was 300 mg/dl and the bg reading was 37 mg/dl. The patient was at work at the time and a co-worker called the paramedics. The patient was not injured. Treatment was not specified. The patient reported that after the event her blood sugar level was good. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.